Manufacturer narrative:
Correct contact address: (B)(4) a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the AED does not pass the self test. There was no negative patient impact.

Manufacturer narrative:
(B)(4).